Manufacturer narrative:
Covidien reference:(B)(4).

Event description:
It was reported that the ventilator generated an error which rendered it inoperable. Patient involvement information not provided by the customer.